Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: oct 6, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the plunger rod advanced to a lens that was stuck in the cartridge. The lead haptic of the lens was unfolded. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge indicating that an inadequate amount of ovd may have been used which could contribute to the complaint issue. No issues were identified with the cartridge, lens module, device assembly, plunger rod, and plunger rod advancement. The lens was removed from the cartridge and cleaned revealing scratches and edge damage. No further evaluation was performed. The complaint issue "stuck in cartridge" and "lens damaged" were identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record review: the manufacturing records review for this production order shows that the units were released within specification. No process deviations (dev), nonconformances (nc/nr), or capas were found as part of this manufacturing records review. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that iol was stuck in cartridge and would not move forward and once it did, it looked distorted. There was no patient involvement. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a4, a5 and a6: unknown, information not provided. Section d6a: not applicable, there was no patient contact.' Section d6b: not applicable, there was no patient contact.' Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.